Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 50-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 600cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had magnetic resonance imaging for an annual breast screening. The results revealed that she had bilaterally ruptured breast implants. As a result, the patient is scheduled for removal on (B)(6) 2023. Refer to manufacturing report number 1645337-2022-13793 for the contralateral event.

Manufacturer narrative:
On february 13, 2023, mentor was notified that the patient underwent bilateral removal and replacement with natrelle implants. However, during the surgery, the implants were found to be intact upon removal. As the patient never reported symptoms and was diagnosed using magnetic resonance imaging during a routine check up, there are no adverse events, patient consequences, or clinical signs, symptoms or conditions. No further reporting will be conducted. Manufacturer¿s reference number: (B)(4).